Manufacturer narrative:
Hologic thoroughly reviewed the panther logs and noted that the initial sample curve exhibited an atypical low baseline fluorescence. This low fluorescence returned to normal early in the assay process. As a result, the software produced a high titer result for this sample. Hologic informed the customer that their instruments will be upgraded to software version 7.4 to improve performance in the ltr channel for the aptima hiv-1 quant dx assay. Hologic also performed a risk assessment. Over-quantification of hiv viral load may lead to a change in antiretroviral therapy (art) or unnecessary initiation of art treatment. However, under standard hiv viral load monitoring guidelines, a change in patient viral load is to be confirmed prior to change in patient treatment. In addition, upon initiation of art treatment, clinicians are expected to interpret assay results in conjunction with patient history and other available data. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.

Event description:
On january 16th, 2025, customer reported to hologic that they were questioning a positive result using the aptima hiv-1 quant dx assay (ml 904418), worklist wl (B)(4), on panther instrument serial number (B)(6). Customer noted the positive result was reported to the physician. Physician did not administer treatment or medication and questioned the result due to the patient being on medication to keep their viral load low. Customer retested the initially positive sample and obtained a negative result. Customer amended the result to negative. Hologic was not made aware of any adverse patient outcomes due to this event.